Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the harmonic ace instrument tip broke when dissociating the uterine ligament. The procedure was completed using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and was used for approximately an hour and a half prior to the issue. The instrument was being used for retracting the tissue when the fragment fell inside the patient. The initial reporter clarified that due to the damage, a fragment fell, and it was retrieved by the assistant using tongs during the same procedure. The nurse confirmed that all fragments were retrieved. There was no additional surgical procedure or post-operative tests performed. The surgeon didn't notice any issue with the functionality of the instrument, there was no instrument collision, and the instrument was not removed during the procedure prior to the breakage. Upon removal of the instrument, the customer felt some resistance upon removal through the cannula, but there was no damage noticed to the cannula or other damage to the instrument after the event.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.182" from the base. The broken piece was not returned. Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed by the regulatory post market surveillance (rpms) analyst. The following additional information was provided: the submitted image is consistent with a damaged and detached blade. This is a reportable event due to the following conclusion: there was instrument blade damage that resulted in a fragment falling inside the patient. The fallen fragment was retrieved during the same procedure. Failure analysis confirmed the instrument issue.